Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific bg value was provided. A correction bolus was delivered to address bg level. Reportedly, the customer believes the pump is not delivering insulin properly. Subsequently, the customer experienced a low bg level of 60 (mg/dl). The customer believes they over-corrected for their elevated bg level and this caused their low bg. Recommendation was made to consult with a health care provider to discuss diabetes management.